Event description:
During an endoscopy procedure in the colon, a cook instinct endoscopic hemoclip was used for hemostasis in the cecum. The clip would not close once opened in the pt. Another clip was used to finish the procedure. Our laboratory evaluation confirmed the drive wire has disconnected from the handle assembly. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The drive wire has separated inside the handle. The proximal end of the drive wire was not bowed as expected. The handle spool was disassembled to inspect the securing component and insert. Both show signs that the product was manufactured correctly. Using a hemostat to grasp the drive wire, the clip was opened and closed. Opening and closing of the clip was smooth. The device was advanced into the 2.8 mm channel of a pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. Using the hemostats, the clip did successfully deploy on simulated tissue. The drive wire was removed from the device, visually examined and determined that the drive wire met the appropriate mfg specifications. The hook of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such s the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instruction for use instructs the user to verify smooth handle operation and clip operation prior to use. Instruction for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated to reduce occurrences of drive this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.